Event description:
Pt self tester reports discrepant result with meter compared to lab. Date: (B)(6) 2010, inratio: 1.1, lab: 1.9. One minute between inratio result and lab draw. Pt's target therapeutic range is 2.0-3.0. Pt was on sulfa based antibiotics approximately 3 weeks ago.

Manufacturer narrative:
Investigation pending.